Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a shaft broke. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified right coronary artery. The physician advanced the 3.0 x 6mm flextome monorail cutting balloon to the lesion and the shaft broke approximately a third of the way from the proximal end of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: a visual examination of the device found that the device was returned in two pieces. The balloon showed no evidence of being inflated and there was no damage noted to the balloon. The hypotube shaft was broken 21cm from the distal end of the spiral strain relief. A kink was noted in the distal portion of the broken hypotube shaft, 14mm distal to where the shaft was broken. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a shaft broke. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified right coronary artery. The physician advanced the 3.0 x 6mm flextome monorail cutting balloon to the lesion and the shaft broke approximately a third of the way from the proximal end of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.